Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, lot history review, and referring to known similar events, it was presumed that pressing stress, bending stress, and/or pulling stress generated with guide wire manipulation might have been local applied to the fielder xt guide wire while the guide wire had wandered into a false lumen and temporarily got trapped. Consequently, the subject guide wire was fractured. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that press-fixing the guide wire fragment with a stent was an additional treatment and therefore reportable. CAPA: no CAPA will be taken. The instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire

Event description:
It was reported that an asahi fielder xt guide wire was used to treat an unspecified segment of the right coronary artery (rca) during a percutaneous transluminal catheter angioplasty (ptca). After repeated attempts were made to insert the subject fielder xt guide wire into the chronically occluded lesion at the bifurcation, the guide wire wandered into a false lumen and got fractured. The procedure was immediately stopped by the physician. The patient was transferred to a different medical facility, where an unspecified stent was deployed to press-fix the guide wire fragment. The physician commented that the reported event might have been attributed to the repeated guide wire manipulations. It was informed that there were no health issues with the patient after the additional treatment, and the patient was discharged and receiving medication.